Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced suspected peritonitis. The event was manifested by cloudy effluent. The same day as the event onset, the patient was hospitalized for suspected peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for suspected peritonitis. The cause of the event, action taken with dianeal and extraneal therapies, and the patient¿s recovery status were not reported. No additional information is available.